Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer's levels were between 300mg/dl and 500mg/dl. It was reported that the customer's highs were attributed to pump therapy and being on steroids. It was reported that the customer mentioned having ran out of supplies, but declined to receive emergency supplies. The customer reported they would wait for their supplies to arrive. No further information or assistance provided.